Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation with a qdot micro catheter and the patient experienced cardiac perforation that required surgical intervention. The patient's blood pressure was all over the place during the procedure. Anesthesia was supporting her through pressures for most of the procedure. At the end of the procedure as sheath's were being pulled out of the left atrium, the "map" started to really drop. That's when they did a final sweep with ultrasound and there was an left ventricle (lv) effusion present. The medical intervention that was provided to the patient was open heart surgery repair. The patient is stable and recovering. Only posterior ablations were performed. The hole was found to be septal, left atrium (la) to right atrium (ra). They didn't really ablate where the hole was formed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.